Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a visceral procedure, the clips would not hold after placing. The problem occurred at the closure of the clips. Manual suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).